Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine device check showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. The patient will return for a followup in three months. No further information is available.